Event description:
On (B)(6) 2015, intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument from the hospital. No information concerning the return was provided to isi. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint to confirm if any fragments fell into the patient or if there were any reports of patient harm or injury and customer confirmed no.

Manufacturer narrative:
The instrument was evaluated and failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.